Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. The customer experienced weakness and dizziness and initially self-treated by eating candy. The customer was then taken to the hospital where they were administered glucose intravenously as treatment by a healthcare professional for the diagnosis of hypoglycemia. The customer also had a lab test including blood, urine and blood pressure checked. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on returned reader and no issue were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms were presented for glucose values below the threshold range. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. The customer experienced weakness and dizziness and initially self-treated by eating candy. The customer was then taken to the hospital where they were administered glucose intravenously as treatment by a healthcare professional for the diagnosis of hypoglycemia. The customer also had a lab test including blood, urine and blood pressure checked. No further information was provided. There was no report of death or permanent impairment associated with this event.